Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states complaint description: the patient was revised to address aseptic loosening. A review of manufacturing records and complaint databases did not identify any anomalies. A review of the x-ray did not identify any fracture or disassociation per (B)(4). The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Device history lot : 2652871. Device history batch : this batch was manufactured in july 2008. The coating was done in (B)(4). Device history review: the DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. (B)(4) parts were manufactured per specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address aseptic loosening.

Manufacturer narrative:
The patient was revised to address aseptic loosening. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.